Event description:
Data was received and evaluated. No wearable failures were found during the review of the performance data for the time period of interest. Several alerts occurred during the time period; however, each alert was at 100 percent audio volume and each one was acknowledged by the user. At 9:00 am on the morning of (B)(6) 2023, when the patient was found passed out, the estimated glucose value was at 155 mg/dl and rising. Data investigation could not confirm a wearable failure. The probable cause could not be determined post investigation as the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm. The patient experienced an adverse event which occurred an unspecified number of days after the sensor had been inserted in the arm. The patient experienced wearable failure around 2200 on (B)(6) 2023. It was unclear whether the patient was checking the blood glucose after the wearable failed. At 0900 the following morning on (B)(6) 2023 the spouse found the patient unconscious. Ems (emergency medical services) was called, and the spouse was advised to treat the patient with glucagon and have her eat carbohydrates. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient felt fine. Data was received but does not reflect the full investigation window. Confirmation of the allegation could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.